Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca. Additionally, the u409 can transceiver on the computer/analog board was internally shorted. The root cause for the shorted igbts and shorted u409 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor had failed incoming functional testing.